Manufacturer narrative:
The explanted cage was returned to the manufacturer, however, the device was received in a condition that made analysis impossible. Surgeon indicated that adjacent levels required fusion unrelated to the 4web tlif and that there were no concerns with the performance of the 4web device. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event.

Event description:
It was reported to 4web that patient had recurrent pain requiring a revision surgery. The tlif cage was explanted and replaced with an alif cage.